Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced allergic reaction, they reported their symptoms of pain under tongue and extending to throat area. Patient feels to be allergic reaction since symptoms have gotten worse. Patient was advised to discontinue aligner wear and seek immediate medical attention.

Manufacturer narrative:
Additional information received for this complaint: received information from that patient about the event. This was not an allergic reaction but an infection of the salivary gland. The patient went to an urgent care and then to the hospital through the ed. The swelling in the patient's mouth continued to progress and the patient was admitted to the hospital. They were treated with antihistamines, antibiotics and additional medications to control the swelling. The hospital and doctors recommended that the patient refrain from wearing dental trays until they recovered from this medical incident. Adding to outcomes attributed contributed to adverse event - hospitalization (initial or prolonged). This is a follow up report for this additional information. FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 1907 to 1930. This is a follow up report to correct this code due to this additonal information.